Event description:
Stent broke in 3 pieces while in pt. Add'l info received via sales rep 11/13/2009 - the stent was originally placed in 2009. It was a 4.7 fr 24cm stent. Dr said, the stent probably broke within 2 days of placement because the pt had increased pain and was not draining correctly. Dr did a kub on day 3, and found that the stent was fragmented in many pieces. Four days later, dr performed a ureteroscopy to remove 2 linear fragments from the bladder and one curl from the bladder. Subsequent fragments were removed from the renal pelvis as well. A linear piece and one curl. The following day, the pt was diagnosed with ovarian vein syndrome. Follow up kub showed a small fragment of stent approx (1cm) remained in the renal pelvis, this was passed by the pt. The following month, dr performed surgery to repair the ovarian vein syndrome. The pt is currently pain free with no fragments remaining. Of note: the product is stored in a pixus storage system. The hospital has the stent, but hospital policy does not allow for the stent to be returned to us. The pt is currently pain free with no fragments remaining.

Manufacturer narrative:
The physician was contacted to explain the events that had taken place noting the stent segments had been removed during a ureteroscopy procedure with the exception of a 1cm segment that had been later passed naturally by the pt. Due to the product not being returned, a proper evaluation could not be performed. The lot number of the product indicates the product had been shipped to the customer in a shipment in may 2007 or a second shipment in june 2007. The hospital is being contacted to determine the manner in which the product had been stored along with setting up an appointment to view the product. Upon receipt of additional info, it will be forwarded on.